Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported crackling when using the cochlear implant. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the patient's sound processing program. The patient reported the problem was resolved. The patient's device was explanted in 2008 due to "painful stimulation". A new device was reimplanted during the same surgery. This was the first report of the patient experiencing pain with stimulation.